Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the system interface board were replaced and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system experienced a communication errors and locked up. There is no report of pt injury or death.